Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The chronic totally occluded target lesion was located in a severely calcified left anterior descending (lad) artery. Pre-dilation was performed with an unspecified catheter balloon. A 2.50x24mm promus element ¿ stent was selected to treat the lesion but failed to cross the lesion. Stent deformation was also noticed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The chronic totally occluded target lesion was located in a severely calcified left anterior descending (lad) artery. Pre-dilation was performed with an unspecified catheter balloon. A 2.50x24mm promus element stent was selected to treat the lesion but failed to cross the lesion. Stent deformation was also noticed. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted, bunched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).